Event description:
It was reported that the physician could not interrogate the device. Also, there were no spikes on the surface electrocardiogram in magnet test. The device longevity was questioned as it did not seem to be "normal battery depletion" behavior. The longevity four months ago was reported to be between three months and thirty eight months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) - the devices was returned and analyzed. Analysis revealed that the wirebond was loose/detached.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This device was included in that field action, the returned product testing found the device did perform as described in the field action.